Manufacturer narrative:
(B)(4). The customer returned one video for analysis. Visual inspection of the video identified a leak in the catheter body near the juncture hub. The customer returned one 6cm x 22ga endurance catheter and syringe attached to extension tubing for evaluation. Visual inspection of the sample confirmed there was one kink that contained a crack adjacent to the juncture hub. The catheter body also contained a bend. The kink in the catheter body measured approximately 1 mm from the juncture hub. The total length of the catheter body measured 65 mm, which is within specification of the nominal value 65 mm per catheter. The outer diameter of the catheter body measured 0.03495" which is within specification of 0.031-0.041". The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water leaked from the crack in the kink. The product drawing of the catheter was reviewed as part of this complaint investigation. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter leak was confirmed by a complaint investigation of the returned sample and the customer video. The catheter body contained one kink with a crack adjacent to the juncture hub. A device history record review was performed, and no relevant findings were identified. A non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the catheter was placed on (B)(6) 2023 and the patient was sent home. The patient returned to the outpatient infusion center on (B)(6) 2023 since the catheter was not working. Upon removal, the nurses noted a kink with a hole in it. No patient harm was reported. The patient's condition is reported as fine.